Manufacturer narrative:
(B)(4). The complainant indicated that the device has been contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-00605 and 3005099803-2017-00606 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal fully covered rmv and an ultraflex esophageal distal release stents were to be used to treat a malignant stricture in the esophagus during an esophageal metallic stenting procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to fully deploy the wallflex esophageal stent (the subject to MFR report # 3005099803-2017-00605) inside the patient; however, the stent failed to expand. The physician removed the stent using rat tooth forceps and deployed the ultraflex esophageal stent (the subject to MFR report # 3005099803-2017-00606) but the same issue occurred. The ultraflex esophageal stent was removed using rat tooth forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.